Manufacturer narrative:
Analysis of the returned lead (serial # (B)(4)) found no anomaly. The returned lead was tested with a known good screening cable. The screening cable was connected to an external neurostimulator, while the lead distal end was placed in a (B)(4)% saline solution. Using a physician programmer, impedances were measured. Normal impedance values were measured on all circuits and electrode pair combinations. The complete lead was returned. Visual inspections of the connector end, setscrew marks, conductors, braid, stylet coil, electrode end were all ok. Setscrew marks were observed in the correct locations. Visual inspection of the insulation found that the outer insulation was pinched. A silicone anchor was identified from 10.5 centimeters (cm) to 12.3 cm on the 0-7 lead tail from 11.3 cm to 12.9 cm on the 8-15 lead tail measured from the distal end of the lead. Continuity was acceptable and there were no shorts between circuits during the lab functional test. The results of a lead insertion test with an implantable neurostimulator were within specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, missing codes were added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that at implant, the physician attempted to implant the white tail of the lead and was unable to get it into the 0-7 slot of the ins. They inserted it into the 8-15 slot instead. Impedance readings on the 0-7 slot were fine but the impedances on the 8-15 slot were showing >10000 ohms. It was noted that during the implant the doctor had wanted to switch out the ins but instead of switching out the ins they replaced the paddle lead with another paddle lead. The new paddle lead was able to be placed in the original ins with no problems. Impedance check with the new lead was successful. The lead that was replaced will be sent back to the manufacturer for analysis. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial#: (B)(4), product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that one of the patient¿s leads were defective. The lead would not insert into the 0-7 portion of the implantable neurostimulator (ins) battery, so it was inserted into the 8-15 portion instead. Impedances were checked and values were too high. The manufacturer representative tried to check impedances with a higher voltage through the programmer but it gave the same results. The leads were taken out, cleaned, and inserted again but it didn¿t resolve the issue. Impedances of each lead were checked separately and they came to the conclusion that one of the leads were defective. The manufacturer representative stated that there were no signs, symptoms, or issues for the patient. The defective lead was replaced and the issue was resolved. No patient symptoms were reported and there were no complications. Indication for use is non-malignant pain.